Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Surgeon also reports glare/halos. The lens remains implanted. Reportedly, this may be an iris defect. Therapy with xalafan at was prescribed. Report source: additional report source added. Additional patient code 3191: no code available (therapy with xalafan at). Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Date of event: unk. Product code: unk. Product manufactured but not sold in the u.s. Claim# (B)(4).

Event description:
Patient complaint sent to staar consumer support email address-the patient states that approximately 6 months ago, the right (od) eye had a visian icl with aquaport implanted. Reportedly, the patient is struggling with bad "contrast vision." He sees well in the dark, but when light comes in (for example through a window or from the sky), his vision is bad and "very disturbing." Staar team is in contact with the associated clinic. The surgeon believes the problem comes from the iris and doesn't have anything to do with the lens. Attempts to obtain additional information have not been successful.